Event description:
It was reported that the patient was seen in the ER. It was reported that the patient had face and chest injuries due to increased seizures. Lead impedance was found to be high. It was reported that magnet swipes were no delivering stimulation. Patient has been referred for a lead revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Per hospital policy, the explanted generator were discarded and will not be returned. No additional relevant information has been received to date.

Event description:
It was reported that the current neurologist did not manage patient prior to vns and could not assess the pre-vns baseline seizure rate. The neurologist did agree the increase in seizure was due to loss of therapy related to the fractured lead. It was reported that the patient had a generator and lead replacement occur. The explanted device has not been received to date. No additional relevant information has been received to date.